Event description:
It was reported "leaking at t-lock connection." Additional information provided 02/10/2022: placed then removed immediately when leaking noted. All during the procedure not at a separate time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4392 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during pressurization, leakage was observed at the junction between the purple luer adapter and the syringe. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported "leaking at t-lock connection." Additional information provided 02/10/2022: placed then removed immediately when leaking noted. All during the procedure not at a separate time.